Event description:
Patient reported left side rupture, "dissatisfaction with the shape", and "psychological discomfort". Healthcare professional later reported "chest discomfort, pain. There were no injuries". The device has been explanted and replaced by another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of visibility/palpability and chest pain are physiological complications and are unable to be observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture, "dissatisfaction with the shape", and "psychological discomfort". Healthcare professional later reported "chest discomfort, pain. There were no injuries". Device has been explanted and replaced by another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.